Manufacturer narrative:
The date returned to manufacturer is being updated from (B)(6) 2021 to (B)(6) 2021 to match the return paperwork.

Event description:
Type of procedure performed: na. Additional sterile product was returned as part of complaint #(B)(4). [Name], the sterile products were tested. Seven units failed scissor cut testing. Six of the units were found during testing performed on (B)(6) 2021 and one was found during testing performed on (B)(6) 2021. Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Type of procedure performed: na. Eleven complaints have been made from this complaint submission. Complaint #(B)(4) (first device used); complaint #(B)(4) (second device used); complaint #(B)(4) (sterile device returned that failed testing on 07apr2021); complaint #(B)(4) (sterile device returned that failed testing on 07apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 27apr2021); complaint #(B)(4) (sterile device returned that failed testing on 28apr2021). Additional information received on 15apr2021 via email from [name], applied medical engineer ii: "please open two new complaints for sterile units that were returned by the customer from lot 1399732. These sterile units were originally returned as part of complaint 2021(B)(4) and failed scissor cut testing performed 07apr2021 per [test method]". Additional sterile product was returned as part of complaint #(B)(4). Per [name], applied medical engineer ii, the sterile products were tested. Seven units "failed scissor cut testing per the [test method]. Six of the units were found during testing performed on 27apr2021 and one was found during testing performed on 28apr2021." Patient status: na. Type of intervention: na (sterile units, no patient contact).

Manufacturer narrative:
The event unit has been returned and will be evaluated. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: na. Additional sterile product was returned as part of complaint #(B)(4). The sterile products were tested. Seven units "failed scissor cut testing per the scissor rough actuation and cut test tm-4021167, rev. B. Six of the units were found during testing performed on (B)(6) 2021 and one was found during testing performed on (B)(6) 2021. Patient status: na. Type of intervention: na.